Event description:
Per the clinic, the patient experienced no benefit from the device due to migration of the electrode array. The device was explanted on (B)(6) 2024, and it is unknown if there are plans to re-implant the patient as of the date of this report.

Manufacturer narrative:
Per the clinic, the surgery on (B)(6) 2024, was performed under general anesthesia.

Manufacturer narrative:
Correction: the correct patient identifier is (B)(6); not (B)(6) as previously reported. The correct sn is (B)(6) and not (B)(6). Device analysis report attached.